Event description:
It was reported the patient experienced hemoptysis and the procedure was aborted. A right lobe lung ablation on two tumors (7mm the other was 3.8cm) was being treated using four cryoablation needles. A 3-minute freeze and a 3-minute active thaw cycle were completed when the anesthesiologist asked for the procedure to be stopped. The patient was developing blood in the endotracheal (et) tube (enough to clog the tube) and could no longer maintain the airway. The cryoablation needles were removed, the patient flipped on to his back, and blood suctioned from the tube. The patient was stable at this time. A computed tomography (CT) scan was performed and no active bleeding was found. A bronchoscopy was performed and found a blood clot but no active bleeding. The patient was extubated and discharged at baseline. Further intervention in regards to the clot was not reported. It was noted there were no reported allegations against the functionality of the device but the physician believed it to be patient-related.

Event description:
It was reported the patient experienced hemoptysis and the procedure was aborted. A right lobe lung ablation on two tumors (7mm the other was 3.8cm) was being treated using four cryoablation needles. A 3-minute freeze and a 3-minute active thaw cycle were completed when the anesthesiologist asked for the procedure to be stopped. The patient was developing blood in the endotracheal (et) tube (enough to clog the tube) and could no longer maintain the airway. The cryoablation needles were removed, the patient flipped on to his back, and blood suctioned from the tube. The patient was stable at this time. A computed tomography (CT) scan was performed and no active bleeding was found. A bronchoscopy was performed and found a blood clot but no active bleeding. The patient was extubated and discharged at baseline. Further intervention in regards to the clot was not reported. It was noted there were no reported allegations against the functionality of the device but the physician believed it to be patient-related. It was further reported the clot was found in the lung. It was reported the physician is unsure what caused the clot.